Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer 5 is continually failing, is usable upon recovery but fails again shortly after. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a remote manager issue. The field service engineer reseated row board connector and assisted replacing pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.